Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for evaluation as the product has been disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-02723. It was reported that during a coronary intervention treatment procedure stent damage and balloon rupture occurred. The lesion was located in the calcified and tortuous right coronary artery. The 3.0x40mm apex balloon was advanced to the lesion and ruptured at twelve atmospheres on the third inflation. They used a rotablator without issue. The attempted to cross the lesion with a 3.0x38mmm ion mr us 38mm x 3.00mm stent, however, it was unable to cross the lesion. The stent was deformed after trying to cross the lesion. They also tried a non bsc stent and was still unable to cross the lesion. A 3.0x27mm nc sprinter balloon was advanced to the lesion to complete the procedure. No patient complications were reported and the patient's status is fine.